Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that a few hours after the patient woke up, there was bleeding around the site and his blood glucose was very high. He was taken to the hospital for the high blood glucose later that day. The patient's levels read high (>500mg/dl) while wearing the pod on his leg for between 4 and 24 hours. At the hospital, he was diagnosed with the flu and high blood sugars. Treatment included an IV for fluids. (B)(6).